Event description:
Subsequent to the initial report being filed, return device analysis found the stent was noted to be dislocated distally from the proximal edge of proximal balloon marker. There were crimp marks visible on the balloon.

Manufacturer narrative:
The device was not returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Return device analysis found the stent was noted to be dislocated distally from the proximal edge of proximal balloon marker. There were crimp marks visible on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5 - describe event or problem: updated

Event description:
It was reported that the procedure was to treat a perforation the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 2.8x19mm graftmaster covered stent system failed to cross the lesion due to the anatomy. There were no other device issues noted. There was no adverse patient sequela. Another same size graftmaster was used to seal the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.